Manufacturer narrative:
A4-a6: unk. Claim #(B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was implanted, removed, and replaced intraoperatively. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
B5 - corrected to: the initial MDR is not applicable as the event is not reportable. There has been no report of serious injury or malfunction. Claim #(B)(4).